Event description:
It was reported that the patient's hip was revised due to trunnion wear and dissociation of the head from the stem. Rep was not present for the procedure. The stem, head and liner were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's hip was revised due to trunnion wear and dissociation of the head from the stem. Rep was not present for the procedure. The stem, head and liner were revised.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was confirmed through clinician review of the provided medical records. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: : I have had the opportunity to review documentation related to the pi including the product inquiry summary, as well as implant records from the index surgery dated 4/5 2012 and the revision surgery dated 10/10/2022. The event description from the product inquiries summary states: it was reported that the patient's hip was revised due to trunnion wear and dissociation of the head from the stem. Rep was not present for the procedure. The stem, head and liner were revised. Rep may be able to provide pictures and implant information. Otherwise, no further information will be released by the hospital or surgeon. The ap pelvis x-ray demonstrates the femoral head of the right tha has dissociated from the femoral stem. There is substantial material loss from the trunnion with "pencil" remodeling of the trunnion. The x-ray confirms dissociation of the head from the femoral stem. The implant records confirm a primary hip implanted in 2012 and a revision surgery occurred in 2022.. However, the implant record from 2022 is incomplete as sheet only shows a liner was used. In light of the extensive damage to the index stem this is not feasible. The root cause of this mechanical complication it is confirmed that a fracture through the neck of a cemented femoral stem has occurred. The root cause of this mechanical complication cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.